Event description:
The caller reported that he did a routine tracheostomy change after the previous tracheostomy tube was in for 30 days on the last tuesday at 10:00am. At midnight in the next day, the ventilator alarm went off with lo-pressure alarm. The patient's it increased to 26 and spo2 decreased to 88%. The cuff appeared deflated and could not inflate. The tracheostomy tube was removed and replaced with a new 8dct tracheotomy tube of a different lot.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.